Event description:
It was reported that an implantable pulse generator (ipg) was showing at elective replacement indicator (eri) prior to the implant procedure. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).